Event description:
It was reported that the lens was removed intraoperatively as it could not be positioned properly in the capsular bag. According to the report the patient had a history pf prior ocular surgery and there was inadequate capsular support. The incision was enlarged and an anterior chamber lens was placed. This report refers to the patient's left eye.

Manufacturer narrative:
The lens was returned for evaluation. Investigation is underway. A supplemental report will be submitted upon completion of the investigation.